Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, a brush part of the subject device fell into the channel of the cf-hq290i. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The cf-hq290i was returned to olympus medical systems corp. (Omsc). Omsc checked the cf-hq290i and found a brush part of the subject device in the channel of the cf-hq290i. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc confirmed the subject device and found that the brush part was fatigue failure. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Since the wire around the damaged part is loosely twisted, it is possible that the wire is bent and stretched. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.